Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-jan-2025. Investigation summary: bd received one (1) photograph and 100 samples for investigation. The evaluation of the photograph does not indicate any fibrin as it shows a picture of an unused tube. The returned samples have been investigated, and no additive defects related to fibrin were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of january 2025. Therefore, factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, fibrin, via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. This complaint has not been confirmed for the indicated failure mode: fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿ ii advance, 10 tubes contained fibrin. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿ ii advance, 10 tubes contained fibrin. No adverse impact was reported regarding the patient or user.